Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 15-17 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report.

Event description:
Customer reports experiencing her blood glucose "rising to about 350mg/dl" each time she changes her pod. She then administers a correction bolus and checks her blood glucose again 15 minutes later and it still reads 350mg/dl so she changes the pod. Insulet's customer support suggested the customer work with (B)(4) since this is a consistent issue with every pod change. This particular pod was worn less than an hour. The product will be returned for evaluation.